Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('malposition of essure device, location of device: unk, migration of essure device ') in an adult female patient who had essure (batch no. 50704231) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3, hypertension, abortion nos and hypertension. Concurrent conditions included polycystic kidney, anemia, discomfort and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain:pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, dyspareunia, urinary tract infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in medical records in insertion of essure and date of live birth ((B)(6) 2015 &(B)(6) 2015 respectively) & in medical history it was reported as: (B)(6) 2015. Removal details:hysteroscopy with hysteroscopic removal of essure coil from left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: as per pfs: perforation (fallopian tube). As per mr: the light coil is in good position at the tubal cornual junction. There is no flow of contrast around the right coil or into the right fallopian lube. On the left side the proximal coil is at the tubal cornual junction. Moro distally the coil appears to be partially extra tubular. There is contrast filling the left fallopian tube with free spillage on the left. The essure device is coiled distally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: uti, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Added event perforation (fallopian tube (s), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, dyspareunia (painful sexual intercourse),uti, malposition of essure device, location of device/ migration of essure device, pelvic pain, vaginal discharge, bladder or urinary problems or changes. Medical history, historical drug, concomitant condition were, lab data added.